Event description:
Spo2 probe was placed on infant's wrist. The machine kept reading an "error 276." A second probe was placed and the monitor kept alarming "error." Another device was obtained and they were able to get readings while the infant was receiving positive pressure ventilation (ppv) and continuous positive airway pressure (CPAP).